Event description:
It was reported that a patient underwent a urology procedure on (B)(6) 2022 and suture was used. When the foil was opened for closure in the primary pack, the needle and suture were separated at the swage point in the primary foil itself. Another batch of product was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Analysis summary: 03 opened units of complaint sample foil along with zipper tray, zipper lid and partially disintegrated suture and needle received for investigation for code nw1737 lot t9001. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. Upon visual inspection it was identified that the suture received is in partially disintegrated condition. The foil packs were inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at top label side as well as bottom cavity side of the packs were observed. Returned needles (02 needles) were inspected with 10x magnification and no defect was observed. Five retain samples of incident code nw1737 lot t9001 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. All 05 units of retain samples were visually inspected under 10x magnification for attribute defects like weak spots, colorlessness, roughness, fractured, scraped, severed, and/or notched suture but no defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and needle pull test and found to meet the specification. Knot pull tensile strength and needle pull test was performed over five retain samples to check the behavior of the suture material. All the individual as well as average knot pull tensile strength and needle pull test values of retain sample were found to meet the specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The detected breakage of suture issue or detachment of suture needle may have been observed due to ingress of humidity through the observed pinholes. The observed pin holes might have generated during improper storage and handling of the product. Related events captured via 2210968-2022-07680, 2210968-2022-07681.